Event description:
During testing the unit's indicator displayed "do not use". After powering up device the unit displayed screen "defib comm error".

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering department has finished the eval of the device.